Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) precautions, "the benefit of a peg tube to the patient must be weighed against the risks associated with any indwelling gastronomy feeding tube''. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was provided to cook by the user: the physician stated he treated a patient post peg for a skin infection. Our attempts to collect specific patient outcome information were unsuccessful. It is unknown if a section of the device remained inside the patient's body. The patient required treatment due to this occurrence. It is unknown if the patient was adversely impacted.